Manufacturer narrative:
Section h6 was updated. Air in the is flow path was detected. The sample probe had an abnormal aspiration. The service actions performed by the field service engineer solved the issue.

Event description:
We received an allegation of questionable ise results for 15 patient samples tested on cobas pro ise analytical unit. Results for the following tests were affected: sodium (na), potassium (k) and chloride (cl). On (B)(6) 2023, the customer ran the patients' samples. The results were reported outside the laboratory. Then the customer repeated the samples on another 2 analyzers with serial numbers: (B)(4). Refer to the attached patients' data. The repeat results deemed to be correct. The na electrode lot number was d89 with an expiration date of 28-aug-2023. The k electrode lot number was m31 with an expiration date of 27-aug-2023. The cl electrode lot number was y41 with an expiration date of 16-aug-2023.

Manufacturer narrative:
The field service engineer (fse) found a piece of cellophane in the mixing vessel and he removed it. The locking nut on the vacuum nozzle was completely off so he placed it back in the correct position. The fse also cleaned the sample probe. Calibration ad qc checks were performed and they were successful. Precision studies were performed and they were within specifications.